Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
A 6 fr sheath 11cm in length was used with the stent that would not deploy. The surgeon performed a cut down and removed the visipro stent and surgically repaired the blockage. An investigation was performed and the report of the stent not deploying has been confirmed. The returned stent showed the stent not fully expanded/deployed with observed fracturing and elongation at one end of the stent with the fracture showing elongation of the struts. There was no indication that any portion of the stent was missing, four tantalum rivets were noted on each end of the stent.